Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer may have had a site issue and poor absorption. Customer was responsive to insulin and her blood glucose returned to normal once they did a site change. Customer did not have a high level of ketones, just trace amounts. Customer's blood glucose was as high as 500 mg/dl. Customer's blood glucose came down to 300 mg/dl and it went further down later. Customer's mother believes that it was a site issue and not due to the insulin pump.